Manufacturer narrative:
A customer from belgium alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation is ongoing to evaluate the customer issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged nasopharyngeal sample generated a positive sars-cov-2 result both on the liat instrument and a different platform. The same sample was tested on a third system which was negative. Additionally, a saliva sample was tested on another platform and was likewise positive. Note, the customer believes the non-liat negative result to be discrepant. An investigation is ongoing to evaluate the customer issue.

Manufacturer narrative:
This is a follow-up report to 2243471-2021-02833 to provide the investigation conclusion for (B)(4). An investigation was conducted to evaluate the customer issue which did not identify a product problem. Review of the data indicated that the liat run had moderate target amplification and robust internal control amplification. There is no indication of pcr inhibition or curve abnormalities. The liat result is further supported by the other positive results generated on the different platforms. The discrepancy is likely due to differences in method algorithms and/or sensitivities between the platforms used.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from belgium alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged nasopharyngeal sample generated a positive sars-cov-2 result both on the liat instrument and a different platform. The same sample was tested on a third system which was negative. Additionally, a saliva sample was tested on another platform and was likewise positive. Note, the customer believes the non-liat negative result to be discrepant. An investigation was conducted to evaluate the customer issue which did not identify a product problem. Review of the data indicated that the liat run had moderate target amplification and robust internal control amplification. There is no indication of pcr inhibition or curve abnormalities. The liat result is further supported by the other positive results generated on the different platforms. The discrepancy is likely due to differences in method algorithms and/or sensitivities between the platforms used.